Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump entered the load sequence unexpectedly. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support, and declined to provide additional details.